Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres or less for 30 seconds, the balloon ruptured. The device was removed from the patient without any problem ang pinhole on the balloon was noted. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good.